Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (2 cfu/endoscope). The testing result cleared the french guideline. Ofr inspected the device and confirmed the following: -the distal end cap was damaged. -the adhesive of the bending section rubber was peeled off. -the cap of remote switch 1 was worn. -the angulation was insufficient due to the elongation of the angle wire. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by the third party laboratory cleared the french guideline. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the device tested positive for unspecified microbes (5-25 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge, poka-yoke, using peracetic acid. There was no report of infection associated with this report.